Event description:
A number of coils had been successfully deployed into the aneurysm. As the physician was repositioning the subject device, it became stuck on the stent at the aneurysm neck and the coil broke. A part of the coil protruded into the parent vessel and this was secured to the vessel wall with a stent. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4) coil protrusion, request submitted for new code..

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the information provided there is no indication that there was any device misuse that contributed to the reported event. Based on the information and the investigation it was determined that the reported event was most likely due to operational context.

Event description:
A number of coils had been successfully deployed into the aneurysm. As the physician was repositioning the subject device, it became stuck on the stent at the aneurysm neck and the coil broke. A part of the coil protruded into the parent vessel and this was secured to the vessel wall with a stent. There was no clinical consequence to the patient.